Manufacturer narrative:
Image analysis: 6 images were provided in total. In the first 2 images provided a reaction, eczema, dermatitis and irritation on the leg and abdomen of the patient can be seen. This is consistent with the reported event. In the 4 additional images provided, 4 notable red welts indicated by broken skin, redness and irritation can be seen above and below the knee. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A venaseal closure system was used for treatment of the great saphenous vein (gsv) on the (B)(6) 2024. Local anesthesia, hand compression and tumescent infiltration was used. The IFU was followed. Compression of gsv was applied. The procedure was carried out successfully with no complications. There were no challenges or deviations related to the location of catheter tip prior to initial delivery of adhesive and the catheter tip was 5cm caudal to sfj. The vein closed. It was reported on the (B)(6) 2024 the patient has an allergic reaction with eczema, dermatitis, and skin irritation. Only one leg was treated and the reaction only occured in that leg. Issue still present. Pretinisolon 50mg 1/day, citirizin 2x10mg/day and ecural creme were prescribed for 14 days. Since procedure the condtion has worsened.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it is also reported that severe foreign body granulomas occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.